Event description:
Patient needed to be switched from high frequency oscillatory ventilator to conventional ventilator. Avea brought to bedside with pediatric circuit on it. The avea failed multiple extended self tests. Respiratory therapist brought more circuits to the bedside. Five circuits were tried and all 5 were found to have rips in them. Patient was finally placed on an adult circuit. During this time, patient was critically ill and needed more interventions for hr, o2 sats and bp.